Manufacturer narrative:
Exact date of event is unknown.

Event description:
Related manufacturer reference number: 1627487-2022-06356. It was reported that the patient experienced ineffective therapy due to migration of both leads. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the entire system was explanted and replaced to address the issue.